Event description:
It was reported that during an emergency room (ER) visit, this pacemaker was found to be in safety mode and exhibited oversensing noise, and pacing inhibition. The patient reported having experienced a syncopal episode, was checked and found to be experiencing asystole as well. It was noted that the patient is pacing dependent. The physician determined that the device oversensing noise led to pacing inhibition which resulted in the patient to experience asystole was caused by the device being in safety mode. A device replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device is expected to return for analysis.